Event description:
The rep is reporting that during an arthroscopic shoulder repair, a portion of the distal end of the anchor inserter broke off into the deployed anchor. The fragment was retrieved from the body, and the procedure was completed successfully without further incident or harm to the pt. Complaint device discarded at facility.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.